Event description:
Pt had shoulder surgery uneventfully and developed a post-operative liver inflammation. He had an on-q pain buster ref#pm014, lot #472104, pump placed for post-operative pain relief. Also rec'd IV, ancef 1 gram, propofol 1020 mg, ketoralac 30 mg, fentanyl 100 mcg, midazolam 2 mg, meperidine 12.5 mg. Upper extremity block with 30 cc 0.5% bupivicaine and 30 cc 1.5% mepivicaine. On-q pain buster pump filled with 270 cc 0.5% bupivicaine at 5 cc/hr.